Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was 14k with supplementary information number of ¿02¿. The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. Based on the confirmation result and the investigation results in the past, a likely causing the broken cutting wire might be the following. The current density in the contact area increased due to the cutting wire being energized in point contact with the tissue, causing the cutting wire to heat up instantaneously. Electrical discharge occurred between the cutting wire and the tissue due to energization while the cutting wire and the tissue were in close proximity, and the cutting wire became instantaneously hot due to the electrical discharge. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the knife wire at the tip was broken when the slider was operated during the pre-use inspection. The knife wire was not dropped out. The intended procedure was completed with another device. There was no report of patient injury associated with the event. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The omsc confirmed the following event on (B)(6) 2021 and determined that it was an medical device report (MDR) reportable event. The knife wire was broken with energization.